Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues related to the complaint were observed in the course of the log review. A global receiver functional test was performed and failed. Manual "try it" testing was performed and failed. A global communication tool software test was performed and failed. The receiver case was opened for an internal inspection and passed. Vibrator intermittent testing was performed and failed. The vibrator was removed and replaced with a known good vibrator. Global communication tool testing, manual "try-it" testing, and vibrator intermittent testing were repeated with the new vibrator and passed. The reported event of no vibration was confirmed. The probable cause was determined to be a defective vibrator.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.